Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file was reviewed following the reported event of atypical power cable disconnect alarms. Additional information provided stated that the atypical alarms were resolved by exchanging the system controller (captured under MFR. Report # 2916596-2021-06231). The atypical alarms captured in the log file are addressed by the system controller investigation. The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges on (B)(6) 2021 from 14:16:33 to 14:16:48 and on (B)(6) 2021 from 12:28:52 to 12:33:50 due to the relative state of charge (rsoc) voltage on the white power cable dropping while connected to the mobile power unit (mpu). No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 19feb2018. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that power cable disconnects while connected to mobile power unit (mpu) were discovered in the log files.